Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer's blood glucose level was 52 mg/dl at the time of incident. Customer's current blood glucose level was 140 mg/dl. Customer was treated with food and glucose tablet. Customer received pump error alarm. Customer was not using insulin pump within 48 hours of reported low blood glucose. Customer stated that they did not stop using the insulin pump due to product issue. Customer reported symptoms such as shaking and sweating. Troubleshoot was performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.